Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the left circumflex artery. A pt graphix guidewire was selected however the tip of the wire broke off inside the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).